Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the shaft sleeve and ceramic balls were completely jammed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to insufficient cleaning, user error, misuse and/or abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by the netherlands that during service and evaluation, it was observed that the compact speed reducer device had a jammed shaft sleeve and ceramic ball. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device manufacture date was incorrectly documented. The device manufacture date has been updated from mar 13, 2013 to mar 11, 2013. If additional information should become available, a supplemental medwatch report will be submitted accordingly.